Manufacturer narrative:
The investigation for the reported issue has been completed. The root cause of the battery failure alarm was due to a defective battery. The exact root cause of the defective battery was not determined. The cause of the controller failure is impellatronics epm firmware corruption. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was placed onto impella support due to acute myocardial infarction / cardiogenic shock. While on support, the automated impella controller (aic) experienced battery charging issues with no resolution specified. The controller permanently toggles between a few seconds of battery failure alarm and battery charging. No report of patient harm or injury.